Event description:
It was reported that the external pulse generator (epg) was being used with the patient after heart surgery. The health care professional (hcp) checked the epg, and noticed that the mode had been changed. The hcp turned on the switch again, and the pacemaker functioned again. Of note, the patient had an intrinsic beat, and there was no complication. The status of the epg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4).

Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the external pulse generator (epg) was being used with the patient after heart surgery. The health care professional (hcp) checked the epg, and noticed that the mode had been changed. The hcp turned on the switch again, and the pacemaker functioned again. Of note, the patient had an intrinsic beat. The status of the epg is unknown. No patient complications have been reported as a result of this event.